Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Confirmed the less efficient filling function. Replaced circulation pump. Power cord required replacement due to its resistance too high. Performed pm procedure. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter zip code that is provided is 2305. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6 month service. System diagnostics included inlet pressure, water flow rate, circulation pump command were abnormal. Therefore, biomed advice was needs to be sent back for repairs. Device not under a current pmp agreement as this year 10 year old. Per sample evaluation results on 10oct2024, it was reported that the power cord required replacement due to its resistance too high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6 month service. System diagnostics included inlet pressure, water flow rate, circulation pump command were abnormal. Therefore, biomed advice was needs to be sent back for repairs. Device not under a current pmp agreement as this year 10 year old.